Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent a revision surgery on (B)(6) 2017 during which the surgeon noted a recurrent hernia with protruding, oozing omentum, which was resected. It was reported that the patient underwent removal surgery and revision surgery on (B)(6) 2018 during which the surgeon noted the mesh had bunched up in one area in the supraumbilical region and was firmly adherent small bowel from the mesh, the surgeon removed the mesh and repaired the resulting serosal tears. It was reported that the patient experienced severe pain, nausea, diarrhea, inflammation, loss of appetite and extreme weight loss. No additional information is provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/23/2020. Additional information: a2,b7, d1.